Event description:
Revision completed to address pain. Patient has presented in the past year or two with pain in the femoral area. Bone scans and x-rays show increased uptake around the femoral stem and progressive radiolucent lines. A decision was taken revise the femoral stem and replace the mom liner with a dual mobility. The femoral stem was found to be loose. Non overt evidence of metalosis was present. The stem was removed quite easily, the metal pinnacle liner removed and replaced with a pinnacle dual mobility liner and the stem replaced with a zb arcos stem.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. What was the actual reason for the primary surgery? Not known. The primary surgery date was 12-may-2010. B. Was there any adverse consequence to the patient during the revision surgery? If yes, please kindly provide details. None reported. The patient was revised due to a loose femoral stem. C. Was there a surgical delay? If yes, what is the duration of the delay? No delay reported. D. What is the affected side involved in this event? Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not received for examination. Nothing indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.